Event description:
The customer contacted beckman coulter inc. (Bec) to report the unicel dxh 800 coulter cellular analysis system generated erroneous differential results: high monocytes (mo) and low lymphocytes (ly) with instrument generated messages for one (1) patient. The erroneous results were reported out of the laboratory and were questioned by the physician. The same patient specimen was rerun on a second dxh 800 instrument which recovered higher ly%, which were considered correct. The operator reran the same specimen on both dxh 800 instruments and each instrument generated differential flags. A corrected report was released out of the laboratory. No death, injury, or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Specimen collection and storage information was requested but not provided. The instrument was performing within quality control (qc) specifications. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the incident and recovered within assay limits. Root cause is unknown with the information available. However, the instrument did generate suspect flags for the specimen which alerts the operator to further review the specimen. As part of a retrospective review, this event was determined to be reportable.